Manufacturer narrative:
Product event summary: the device was returned and analysis of the device found that eri (elective replacement indicator) was the result of high internal battery resistance. The analyst commented the battery depletion was the result of an internal short and the longevity calculation equaled 54%.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4). Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted recommended replacement time (rrt) triggered on (B)(6) 2015.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with indication the ICD did not meet performance expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.